Event description:
It was reported that pump would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer used insulin injections as a backup and technical support arranged for an out-of-warranty loaner pump while this case was closed.